Event description:
In 2009, the lay patient contacted lifescan (lfs) alleging that her one touch ultra mini meter read inaccurately high. The medical surveillance specialist (mss) spoke with the patient on 4/30/2009 to obtain additional information included below. The patient said she takes 1/2 to 1 tablet of glyburide before dinner dependent on her pre-dinner blood glucose readings. Three days prior to original date, the patient said she obtained a reading of 260 before dinner, which was higher than her usual pre-dinner reading. Based on the elevated reading, she took 1 full tablet of glyburide and ate dinner. She said that about one hour alter she was shaking violently. She tested with the lfs product and obtained a reading of 160 mg/dl. She said she did not believe the meter reading and recognized her symptoms as consistent with hypoglycemia. She treated herself by drinking milk and juice and felt better afterward. The customer care advocate (cca) noted that the patient's testing technique was incorrect, which can contribute to inaccurate readings. The patient's products were replaced. This complaint is reported because the patient alleges she took a higher dose of glyburide based on an inaccurately high reading on the lfs product and afterward experienced shaking.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.